Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt mentioned they needed to speak to a mdt rep. Because they were in a car accident about a month ago and after the car crash, their spinal cord stimulator (scs) stopped working. Pt said they were not sure if their leads had been disconnected or what. Pt said they had an appointment with their healthcare provider (hcp) on file next thursday, (B)(6) at 9am and would like a mdt rep. To be at the appointment. The patient was redirected to their healthcare provider to further address the issue. Pt was offered nas, but refused nas. Pt was spanish speaking pt that was put into the regular scs queue, so pt was hard to understand during the call. On (B)(6)2023 information was received from a patient (pt) regarding an implantable neurostimulator. Patient repeated information about car accident. Patient stated their stimulator worked before, and after the accident everything stopped working. Pt stated like someone had just turned it off and doesn't work anymore. Pt stated needs stim in left leg. Pt stated saw a rep last month and there is no report and no one has this. Patient services (pss) had a hard time understanding all that was stated in call due to language barrier. Pt did not have name of rep. The patient was redirected to their healthcare provider to further address the issue. Pss sent email to the mdt reps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.